Manufacturer narrative:
The pump was returned, reviewed, and okay to be closed as a reduced analysis. It met modified analysis criteria.

Event description:
Information was received from a manufacturing representative regarding a patient receiving intrathecal fentanyl 1970.4 mcg/ml at 598.9 mcg/day, dilaudid 10 mg/ml at 3.039 mg/day, and bupivacaine 12 mg/ml at 3.647 mg/day. The indication for use was non-malignant pain. The logs indicated that a low and empty reservoir alarm occurred. The pump was replaced for routine end of life (eol).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.